Event description:
It was reported to philips that the system was unable to boot up, stuck on philips logo. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to start. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the cpu (suite pc) was faulty, which was preventing the system from powering on. The defective suite pc was returned for analysis, and it confirmed the failure in the ssd. To resolve the reported issue, the fse replaced the suite pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.